Event description:
A customer reported a tandem mobi cartridge alarm during the cartridge loading process. There was no adverse impact on the customer's blood glucose level. Tandem technical support assisted the customer by instructing them to remove the cartridge and deliver a 9-unit bolus, after which a new cartridge was successfully loaded, resolving the issue.